Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that an employee giving an infant vaccination and when she engaged the safety device, the needle stuck out the side of the safety device. She was not aware of the needle tip sticking out when disposing and was poked in the finger. On (B)(6) 2023. The initial reporter confirmed that blood testing was completed on the source patient. They tested for hiv, hepatitis b and hepatitis c. Source labs were negative.